Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan alleging that the product had a cracked damaged display issue. The pt's meter was replaced. There is no evidence that the meter caused or contributed to an adverse event because the alleged symptoms of "confusion and disorientation" began before the issue.